Manufacturer narrative:
This report was determined to be duplicate information to MFR report number 2916596-2021-06145. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and experienced further bleeding on (B)(6) 2019 (MFR# 2916596-2021-06060). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jun2019. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019, mediastinal lavage was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major mediastinum occurred on (B)(6) 2019. A blood transfusion was performed with 4-8 credits. There was treatment with drugs. Heparin was the anticoagulant treatment at the time of the event. The outcome of this bleeding was reoperation. The cause of bleeding was related to some reoperation.